Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address acute infection. Update feb 14, 2018: pinnacle litigation records received. In addition to what was previously alleged, litigation alleges that corrosion and friction wear had caused metal ion and particles to be released into the patient¿s blood and tissues and bone surrounding the implant resulting to injuries such as adverse local tissue reaction, pain, crunching or popping noises in the hips, standing and walking difficulties, hip fractures or dislocations, fatigue, tissue inflammation, necrosis, metallosis, limited mobility, and tissue and bone damage. The patient is also suffering from discomfort, emotional distress and other injuries caused by the failed hip implant. Added stem due to reported metal ion toxicity, fractures and corrosion. Added new associated contact. Doi: (B)(6) 2008; dor: (B)(6) 2016 ; right hip this complaint was updated on: february 21, 2018. Patient is bilateral, see (B)(4) for the left hip.